Manufacturer narrative:
Company representative evaluated the unit but was unable to replicate the problem. As precautionary measure, all cable were reseated. Calibrated and tested unit to factory specifications.

Event description:
Customer reported that the spectrum monitor's ECG is not working properly, which may have affected ECG monitoring. No patient injury reported.